Event description:
During the device evaluation, a crack was found on the distal end of the duodenovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: suction cylinder had no color, the connecting tube was snaking, the label on the scope connector was damaged, the sheet holder unit had corrosion due to a water leakage, the adhesive around the objective lens had a chip, the universal cord had a cut, the distal end and light guide lens had a crack, and the following had a scratch; the grip, switch box, right/left knob, up/down knob, scope connector cover unit, and the scope connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred due to physical stress due to hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used. Olympus will continue to monitor field performance for this device.